Event description:
My eye surgeon installed a alcon resotore lens in my left eye. It was sold to me with representations that it would correct my near and far vision. A month and half after surgery my eye is in pain and I can not read or see clearly at distance out of my left eye. I have been in effect blinded by the product and the procedure. Alcon, at this point, is suggesting that I buy another lens for my right eye and my doctor is saying he cannot do anything until the inflammation in the left eye goes down. I am requesting immediate intervention with alcon to fix my problem and action against them to stop selling it until it works.